Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2021. It was reported that the patient passed away, cause of death was unknown. Autopsy was not performed. Device was not explanted and will not be returned for evaluation. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. Information was not provided by the customer if outcome was device or therapy related. Due to patient privacy laws the managing hospital did not communicate patient information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. Their cause of death was unknown, and an autopsy was not performed. The device was not explanted. Due to patient privacy laws the managing hospital could not communicate additional event information, but based on a review of the patient's available records there were no device issues reported at the time of the event.